Event description:
On dec 2, 2009, the lay reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra mini meter read inaccurately erratic. The medical surveillance specialist (mss) sent follow-up questions to lfs and received answers on dec 7, 2009 included below. The reporter provided the following info: the pt takes novo rapid insulin at mealtimes and adjusts the insulin dosage based on his carbohydrate intake and blood glucose readings. The pt obtained a reading of 2.9 mmol/l on the subject product at approx 5:30pm on event date. The pt took orange juice with sugar after he obtained the 2.9 mmol/l reading. About 15 minutes later, the pt retested and obtained a reading of 24.0 mmol/l on the subject product. The pt attempted to test with another meter and received error messages. The pt took 10 units of novo rapid insulin based on the reading of 24.0 mmol/l and 5 minutes later, he felt dizzy and disoriented. The reporter said, the pt's symptoms got better after about 29 minutes. It is not known whether the pt took additional food and/or beverage when he became symptomatic. The customer service rep (csr) documented that the alleged readings noted were identified in the subject meter memory. The pt's products were replaced. This complaint is reported because, the reporter alleges that the pt took 10 units of novo rapid insulin based on an inaccurately high reading on the lfs product and the pt became dizzy and disoriented 5 minutes after taking the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.